Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided instructions for resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump with the recommendation to call back if the issue reappeared.